Event description:
It was reported that the customer's insulin pump was delivering more insulin than it should deliver via bolus wizard. The customer's blood glucose was 3.2mmol/l, and the customer was given jellybeans. Troubleshooting was performed. It was stated that the customer was connected while doing a prime test. Reviewed the bolus option and found that it was recommended 0.5 units, but it was delivered 6.1 units, and the customer denied changing. It was also stated that the device was exposed to a high magnetic field. The displacement test was performed and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.